Event description:
Customer reported an issue with the pump time being incorrect, which was off by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the discrepancy recurs. Customer understood the instructions provided.